Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port and a groshong catheter in two segments were returned for evaluation. A complete compound circumferential break was noted at the distal end of the attached catheter and a partial circumferential break was noted on the distal catheter segment approximately 0.7cm from the proximal end. The circumferential break of the proximal catheter was noted to have edges that were rough and uneven and the break was observed to be elliptical in shape. The complete circumferential break at the proximal end of the distal catheter was noted to be uneven edges and elliptical in shape. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven months and nineteen days post a port placement via the internal jugular vein, an x-ray examination was performed and revealed that the catheter was allegedly broken. It was further reported that thoracotomy was performed to remove the distal catheter segment. Reportedly, the port system was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that eleven months and nineteen days post a port placement, an x-ray examination was performed and revealed that the catheter was allegedly broken. It was further reported that thoracotomy was performed to remove the distal catheter segment. Reportedly, the port system was removed and replaced. The current status of the patient was unknown.